Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing is broken. The likely cause of failure couldn't be determined. It was also noted that the laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was broken. At the time of event, there is no patient impact.